Manufacturer narrative:
The actual devices in the incidents were not returned to the manufacturer to be evaluated and a lot number was not reported. Without the actual samples and a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted if the cannula is not inserted through the center of the split septum, it can pop off. The instructions for use supplied with both the nf3140 and nf9200 products instructs to: insert safeline cannula attached to appropriate device through center of septum. Engage locking features if applicable.

Event description:
As reported by the sales rep per the user facility: reporters having great difficulty getting nf9200 into the upper y site. Reports requires great force and a lot of manipulation. Due to this they also get leaking, causing chemo spill. Additional information provided by the user facility indicated that when puncturing the highest y-site to flush the set, they get the sensation that the nf9200 has punctured the y-site. However, when they try to twist it on to engage the locking mechanism, it bounces back, sometimes causing leaking. No one suffered any adverse sequela associated with the reported incidents. The lot number remains unknown as the lot number in their current inventory does not reflect the lot number of the set involved in the incident.